Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 27th dec 2023, one ar-3200-0001t device was used during a trauma surgery, but the screen displayed intermittently, which caused a 30-minute delay of the procedure and resulted in increased blood loss from the patient. No additional anesthesia was used due to the delay and blood loss was treated by the surgeon. The instrument was repaired by the hospital during the surgery and cannot be returned right now. The patient is well now.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint is not confirmed. The device was not received for evaluation, and no photo was provided for investigation. The most likely cause for the reported failure can be attributed to wear and tear of the device by extended usage in the field¿device manufacture date 2015. However, the complaint cannot be confirmed without the return of the device for evaluation. Refer to the system item details pictures.